Event description:
Customer reports obtaining results of 42mg/dl and 150mg/dl within 1 minute on the same device. No action taken based on device results. No adverse even reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.